Event description:
Patient reported being out of medication, patient reports that the nebulizer broke, and patient has missed doses. Patient did not report how many doses have been missed. Unknown if md is aware, unknown product lot number, unknown if defective product on hand for possible return, no additional information was reported indication: chronic obstructive pulmonary disease, unspecified.